Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 263 mg/dl. The customer took a manual injection. A recommendation was made for the customer to change out the site.

Manufacturer narrative:
.